Event description:
It was reported that the stylets of this right atrial (ra) lead were missing from the packaging. The ra lead was implanted successfully and is in service. No adverse patient effects were reported.